Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient has been off the pump for over a week due to a battery life issue. Her blood glucose (bg) rose to over 300 mg/dl with severe nausea on sunday (B)(6) 2014. She was admitted to the hospital that day, and discharged (B)(6) 2014. Patient is now at home on the alternate method of insulin delivery. Patient reports trying to use the pump again after discharge and the battery again only lasted a few hours. Customer service (cs) advised patient to remain on the alternate method of insulin delivery until a replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia when using an alternate insulin delivery method because of a pump malfunction.